Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No deviation in the reprocessing procedure from the IFU was detected. The evaluation of the device by the service department in german found that the foreign materials remained at the inner of the distal end. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel and the air/water channel of the subject device. The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for staphylococcus epidermidis (coagulase negative), corynebacterium mucifaciens and micrococcus luteus (6 cfu/20ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA) using glutaraldehyde. There was no report of infection associated with this report.